Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2018-11-30. UDI #: (B)(4). Mfg date: 2017-11-30. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2018-04-30. UDI #: (B)(4). Mfg date: 2017-04-30. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650 / expiration date: 2018-03-31. UDI #: (B)(4). Mfg date: 2017-03-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4)/ model #: 1650de / expiration date: 2018-09-30. UDI #: (B)(4). Mfg date: 2017-09-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced two vad stops after the controller had stopped and powered back up. The site also noted that the patient was experiencing power switching alongside critical battery alarms. The controller and batteries have been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and four batteries were returned for evaluation. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the controller revealed that the device passed functional testing but visual inspection under 10x magnification revealed a hairline crack surrounding power port two. An internal visual inspection did not reveal fluid ingress. The hairline crack is not related to the reported event. An internal investigation has been opened to evaluate hairline cracks on controller 2.0 and implement corrective actions as required. Based on this investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving the four reported batteries and power switching events due to communication errors involving (B)(4). Several critical battery alarms due to communication error were logged involving the four reported batteries. Four controller power ups and associated motor starts were logged within the analyzed period on 15apr2018 at 23:01:39, 25apr2018 at 22:35:12, 14may2018 at 07:46:43 and 14may2018 at 10:52:08. The controller was without power for eleven seconds, ten seconds, eight seconds and eleven seconds respectively. Several momentary disconnections were observed prior to the second, third and fourth controller power up. As a result, the reported events were confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported critical battery alarm event can be attributed to communication errors between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. An internal investigation has been opened to evaluate controller loss of power and implement corrective actions as required. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller and four batteries were returned for evaluation. Two batteries were not returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the controller revealed that the device passed functional testing, but visual inspection under 10x magnification revealed a hairline crack surrounding power port two. An internal visual inspection did not reveal fluid ingress. The observed hairline crack is an additional finding unrelated to the reported event. Based on an internal investigation conducted the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6) and a power switching event due to communication error involving (B)(6) . In addition, data log files revealed several instances involving (B)(6) where the batteries' relative state of charge (rsoc) was logged between 101-201, which are indicative of communication errors. Analysis of the alarm log files revealed several critical battery alarms logged due to communication errors involving (B)(6) . Four controller power-up events were logged within the analyzed period on (B)(6) 2018 at 23:01:39, on (B)(6) 2018 at 22:35:12, on (B)(6) 2018 at 07:46:43, and on (B)(6) 2018 at 10:52:08; respectively. Several momentary disconnections were observed prior to various losses of power. The controller was without power for 11 seconds, 10 seconds, 8 seconds, and 11 seconds; respectively. As a result, the reported events were confirmed. The most likely root cause of the reported power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was completed to investigate momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2018 / serial or lot#: (B)(6) UDI #: asku d10: no h3: yes h4: mfg date: 30-sep-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-sep-2018 / serial or lot#: (B)(6) UDI #: asku d10: no h3: yes h4: mfg date: 30-sep-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12, 4307 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that five batteries exhibited communication errors. Two batteries remain in use.